Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced increased pain. The physician examined the pump under fluoroscopy. Under fluoroscopy, it was noted that the catheter was coiled up around the entry point into the cerebrospinal fluid and anchor. A dye study could not be done due to the patient's allergy to iodine. X-ray revealed that the pump catheter was dislodged. A catheter revision was planned. The patient status at time of this report was indicated as "alive with injury". The pump delivered infumorph.

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted:unk. Catheter model# 8709sc, serial# (B)(4), implan ted: (B)(6) 2012, explanted: unk. Accessory model# 8590-9, lot# n287168, implanted: (B)(6) 2012, explanted:unk. Accessory model# 8590-1, lot# n306457, implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information received reported the patient had a catheter revision on (B)(6) 2012. The reporter had no other details to report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8590-9, serial (B)(4), explanted: 2012-(B)(6).